Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
A legal claim alleges the patient was revised to address failure of the hip implant. Update (B)(6) 2011 - litigation papers received. They allege that the asr implant failed to achieve proper bone ingrowth into the cup and thus failed to achieve proper fixation and generated excessive metal debris. Date of implant was (B)(6), 2006. Product and lot numbers were provided.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.